Event description:
It was reported that the light source had no signal. The issue was found during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h4, h6, h11. The customer contacted olympus technical assistance support (tac) via phone. Tac asked customer to ensure all connections to the back of the monitor coming from the g-care computer were fastened and the signal cable on the back of the g-care computer was tightened. Customer said they tried all that. At the end customer said they will call their it team for further support. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.